Event description:
The reporter stated that she had never seen the er1 message, but had seen "some sort of error, but I don't remember what it was." She said that "it wasn't because of my blood sugar, that's for sure." She was unable to remember what kind of testing technique she used at the time of the error, since it had happened so long ago.